Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level of 385 mg/dl. Reportedly, there were air bubbles in the tubing. Customer delivered a correction bolus and tandem technical support assisted customer with priming the air bubbles out. Reportedly, customer had been using cartridge beyond labeling.